Manufacturer narrative:
The tech found the end rods were broken. He replaced both end rods and adjusted the trend to repair the bed.

Event description:
Info received indicates the bed could not be placed into trendelenburg but all of the other bed functions worked.